Event description:
The customer reported a leak on the left side of the lh750 instrument. The volume was not reported and the leak was contained. The operator was wearing a lab coat and gloves at the time of the incident. No death or injury is attributed to this event and there were no patient results affected.

Manufacturer narrative:
The field service engineer (fse) observed dried waste material present under vl 13 (probe needle drain) on the lh750 instrument. The fse inspected the area and found a pin hole in the tubing at ff167 (feed through fitting 167) next to vl13. The fse cleaned the dried material for the area and replaced the tubing in vl13 at ff167 to resolve the leak. Upon recur the failure mode identified could potentially impact all results if the probe needle does not clear and drain properly, due to carryover.